Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following the cataract surgery with intraocular lens implant procedure, a bright light in the corner was noted. Present in light or dark, but if she closes her eye it goes away. Shortly after cataract surgery she was diagnosed with fuch's corneal dystrophy. The patient had lens exchange with corneal transplant. Additional information has been requested.